Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing (pstwos). Programming changes were implemented. There were no patient consequences.